Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. As no serial number was provided, we were not able to complete a device history record review. The root cause could not be determined. However, investigation believes that the reported event was not caused by the olympus device, but by a concomitant device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
It is unclear if the device will be returned or not. However, should additional information become available prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
Olympus sales representative was informed by the user facility, that they were receiving a b30 error message on the evis exera iii video system center. There was no patient harm or consequence reported as a result of this event.